Manufacturer narrative:
D10: concomitant devices: 4175699 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. 4123680 200-02-32 - three peg patella 32mm. 02-012-44-3013 - logic tibia implant psc insert, sz 3, 13mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2018. Approximately 3 years and 7 months after the first revision the patient had a second right knee revision on (B)(6) 2022. The patient experienced prosthesis wear, synovitis, joint laxity, osteolysis, metal related pathology, pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.